Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was ¿broken¿. This was described as ¿the socket does not fit when connected to the wire because the part where the stopper removed was broken¿. This occurred before use of the device for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, priming and self-test was performed, and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.